Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that bubbles were observed front and back side of the iol in post op cleaning. The event was described as, "the foci of cells, were in capsular bag then led to endophthalmitis. The patient is still being treated for endophthalmitis and the lens may need to be explanted.

Manufacturer narrative:
The lens was not returned to the manufacturer for evaluation. Therefore, a product evaluation could not be conducted. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. The environmental monitoring records were reviewed for the lens and no discrepancies or deviations that would contribute to the reported event. The sterilization record was reviewed and the bioburden and endotoxin results for this batch met the specifications. Based on the current information a definitive root cause of the reported event could not be determined.